Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the pacemaker exhibited failure to trigger an alert for exceeding atrial tachycardia/atrial fibrillation burden even though the patient had exceed the atrial tachycardia/atrial fibrillation burden 99% of the time. No intervention was performed. No patient consequences.